Event description:
It was reported that three days post-implant, the right ventricular (rv) lead triggered an alert for oversensing of noise. It was also reported that one day post-implant of the left ventricular (lv) lead, the patient had an episode of torsade de pointes which the physician believed to be due to where the epicardial lv lead was placed. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.